Event description:
The user reported that the IV line was primed with saline, then a blood infusion was connected to one of the two spikes and set to run over 4 hours. Four hours after the commencement of the transfusion, the pump had only infused half of the bag of blood. On closer inspection, it was noted that the saline from the second spike was dripping in the drip chamber despite the clamp being on. They also noticed that the saline was being drawn into the blood bag. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report with failure investigation results will be submitted should the device be received for eval.